Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load cartridge despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup; customer completed updated loaner pump agreement form with assistance, and support arranged shipment of loaner pump and travel letter, with no further action required once loaner pump was sent.